Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) was in back up mode with no back-up defibrillation option (bdfo) available due to hardware reset. No intervention was reported. The patient condition was unknown.

Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) was reprogrammed and restored. The patient was in stable condition.